Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only**

Event description:
It was reported that the ventilator was showing "high flow" error, and needs to be calibrated. The customer stated "they had checked this unit in their tsi kit and claiming that the tidal volume range varies too much from set point". It was reported that no further information is available. Patient involvement unknown.

Manufacturer narrative:
Other text: d1, d4: catalog number, serial number, brand name, UDI number, g5: 510k and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.